Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/27/2016. The fse found that the actuator for valve pv22 was damaged. The fse replaced the actuator, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a blue leak from the right side of the coulter hmx analyzer with autoloader. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.